Manufacturer narrative:
Corrected data: the date the device was returned to manufacturer was reported as (B)(4) 2019 in the initial report. This has been updated to (B)(4) 2019. The actual device was returned for evaluation. It was observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. A review of the service history record indicates that the device had not been returned previously for the same malfunction. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that the (2) motor devices were warm when running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.